Manufacturer narrative:
No mc33131-ns product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Event description:
The event occurred on an unspecified date and involved a 7" (18cm) pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, non-dehp tubing, bulk non-sterile where it was reported that the product is unable to flush. There was unknown patient involvement and unknown human harm.